Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. Customer stated that the insulin delivery was suspended due to sg vs bg difference. Sg value that triggered the suspend on low/suspend before low event was 129 mg/dl and bg value associated with the triggered suspend event was 219 mg/dl. Suspend on low limit in sensor settings was at 70 mg/dl. Sg and bg difference was not within target range of glucose difference. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 customer alleged received cal error/calibration not accepted, sensor glucose v blood glucose, and unexpected suspend (low sensor glucose). Following our receipt of the one returned used sensor performed a visual inspection and checked for physical damage and none was found (under naked eye) then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor failed per specification due to it was found under further inspection using a microscope it was found that the reference electrode the gold platting was cracked and found platinum overgrowth (dark material. In summary sensor failed per specification due to found sensor crack gold plating, and dark gray material overgrowth at the reference electrode. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.